Manufacturer narrative:
Incident was caused by a manufacturing process which was subsequently corrected.

Event description:
Physician reported that coating on guidewire was shaved off in pt's ureter when guidewire was removed from ureteroscope.